Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14288. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed impedances on all contacts. Imaging revealed lead was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.